Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a critical pump error. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. Customer stated the error appeared after attending an aqua class and exposing the device to moisture. Customer stated no other pump errors were present before the critical pump error. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Also insulin pump was received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad domes and traces during visual inspection. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump was received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.